Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal and customer was unable to rewind insulin pump. Customer reported of having an MRI and forgot to disconnect insulin pump. Customer removed battery and received a battery out limit alarm; alarms persisted. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test, e70 alarm was confirmed in the alarm history screen also, alarmed motor error noted during rewind due to motor encoder out of phase; unable to complete functional test due to motor error alarm. All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.